Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the data was not being sent to the server since before (B)(6) 2025. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where data had not been uploaded or sent to server. A technical support specialist (tss) dialed into the station and reviewed the data synchronization logs. The station was stuck on a manual recovery error, and it was also discovered that the device was in an out-of-service status. The tss enabled the in-service status from the server level, then stopped data synchronization and maintenance services, and backed up the database on the d: drive using decrypted scripts. The tss applied the knowledge article (ka) 'manual recovery required - datasyncinvaliduploadchangetrackingvalue' and restarted data synchronization. The station began uploading data to the server successfully. Upon reviewing the server sync information, it was confirmed that the device was uploading and downloading in real time without any issues. An email was sent to the customer outlining the case findings. Since all tasks were completed and the station was fully operational, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.